Event description:
Same case as MDR ID # 2134265-2010-05598, 2134265-2010-05602, 2134265-2010-05603. It was reported that post a percutaneous transluminal angioplasty treatment procedure, a patient death occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. The following devices were used during the procedure; 2 wanda balloon catheters, 1 synergy balloon catheter, and 1 express vascular ld stent. Post procedure bleeding was noted at the insertion site, and a pressure bandage was applied. Heparin was administered during the procedure. The physician stated that the "interventional procedure went normal and no irregularities or product defects were observed." The physician also noted 'there was no relationship between the patient death and bsc products." After an unspecified time following the initial procedure the patient was transferred to another hospital for additional vascular surgery. The medical indication for the vascular surgery is unknown. Following the vascular surgery the patient experienced a myocardial infarction (mi), and expired one day post procedure. Additional details indicate that the mi was not in the target vessel and no acute stent thrombosis is suspected of the express vascular stent. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2010-05598, 2134265-2010-05602, 2134265-2010-05603. It was reported that post a percutaneous transluminal angioplasty treatment procedure, a patient death occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. The following devices were used during the procedure; 2 wanda balloon catheters, 1 synergy balloon catheter, and 1 express vascular ld stent. Post procedure bleeding was noted at the insertion site, and a pressure bandage was applied. Heparin was administered during the procedure. The physician stated that the "interventional procedure went normal and no irregularities or product defects were observed. The physician also noted "there was no relationship between the patient death and bsc products." After an unspecified time following the initial procedure, the patient was transferred to another hospital for additional vascular surgery. The medical indication for the vascular surgery is unknown. Following the vascular surgery the patient experienced a myocardial infarction (mi), and expired one day post procedure. Additional details indicate that the mi was not in the target vessel and no acute stent thrombosis is suspected of the express vascular stent. Additional information has been requested and is not available. This product is only ous approved, but it is similar to an approved us device.